Event description:
Pt experienced constant hoarseness since ncp system was programmed to on in 2002. In 2003, the device pulse width was reduced from 500 to 250, but the hoarseness did not change. Further f/u revealed that the physician beleives that the pt's hoarseness is probably related to laryngeal nerve irritation. No further intervention has been taken to date.